Event description:
Customer stated "spits out cryo when filled - doesn't adjust." Repair tech stated "confirmed - delivery drip tube too long and scratches bottom of bottle." Reference repair order#: (B)(4). 1216677-2021-00017, wallach ultra freeze 900076, e-complaint: (B)(4).

Manufacturer narrative:
Investigation : x-inspect returned samples: x-review DHR. Analysis and findings: complaint: (B)(4). Distribution history: this complaint unit was manufactured at csi on 2/5/2019 under wo#: (B)(4) and shipped on 6/24/2019. Manufacturing record review: DHR 237676 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log: (B)(4), this unit was at csi on 1/19/2021. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint units' feed tube was too long. Root cause: no definitive root cause for this issue could be reliably determined at this time. Assembly error is not being considered as this error would be noted upon use and the device has been in the field for a 1 1/2 years. The assembly procedure specifically instructs to check for the length and shorten the tube as needed. Correction and/or corrective action: the unit was repaired, tested to specifications and returned to the customer. No further corrective action is necessary. No further training required at this time. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer stated "spits out cryo when filled - doesn't adjust". Repair tech stated "confirmed - delivery drip tube too long and scratches bottom of bottle". Reference repair order # (B)(4). Wallach ultra freeze 900076 (B)(4).